Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc). The hp states they have already cleared both alarms and they don't remember where in therapy they were at time of alarm. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup and advised the hp to discard the supplies and start over with new ones. A follow up was made via phone call. The peritoneal dialysis registered nurse (pd rn) was aware of the alarm. The pd rn stated that the hp had called in and explained what happened. The pd rn stated that the hp thought there was a flaw with the cassette which caused the alarm, but did not note any visual defects with the cassette. The hp discarded the cassette. The pd rn did not have the lot number information. Per the pd rn, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.